Event description:
Handpiece overheated during a buccal filling procedure on #27 tooth and patient received a burn to their inner cheek. Patient has had a follow-up visit with the doctor and the injury has healed normally without need for additional medical attention.